Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Customer service assisted the caller with resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reappears, which the caller acknowledged.